Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from 100% to 20% battery life. The customer reported blood glucose (bg) levels between 211-470 (mg/dl). A correction bolus and manual injection was delivered to address bg levels. It was indicated that an alternate non-tandem pump would be used for diabetes management.